Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding their implantable neurostimulator (ins). It was reported that during the surgery it was identified that the ins was expired and the hcp decided to use it in the patient because they couldn't cancel the surgery. The patient was already opened at the moment when the issue was identified. No external causes identified. No diagnostics/troubleshooting performed. No actions were taken, the patient was alive with no injury. The issue remained unresolved. No patient symptoms or further complications were reported as a result of this event.